Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the suture coming out when cutting the suture after advancing the knot could not be confirmed. The returned device had the suture and knot within the device and the reported event could not be replicated in a testing environment. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced in b5 is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional aortogram procedure. Reportedly, the "sheath got pulled out". A second proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicated: reportedly, when cutting the suture after advancing the knot, the suture came out. No additional information was provided.